Event description:
It was reported that during a stenting treatment procedure, deployment difficulties occurred. The 80% stenosed target lesion was located in the distal right coronary artery (rca). After predilating with a 2.5x12mm apex balloon, the 3.0x16mm ion sds was advanced and crossed the lesion with slight difficulty. On the first inflation, the delivery balloon was inflated to 10atms and it moved during stent deployment. The stent moved distal into the tightest part of the lesion and did not cover the intended target lesion. The balloon was inflated for a second time. To fully expand the stent, a 3.25x15mm nc non-bsc balloon was inflated three times to 14atms. Also, a 3.0x12mm ion stent was placed proximal to and overlapping the first stent. No patient complications were reported and the patient's status is improved.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer: the complaint device was not received at the complaint investigation site (cis) for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).